Event description:
It was reported that the doctor was using the deviceand the generator gave an unknown error code. The device was cleaned and it continued to work until it was noticed that the tip of the blade was broken off, and fell inside of the bowel. The sales rep. Did not know how the case was completed and did not know the current status of the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.